Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-apr-2011 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 5 had failed to open. A field service engineer (fse) identified that both the open/close sensor and position sensor were failed and replaced both the latch sensor and the position sensor, but the issue remained unresolved. Upon further inspection, the fse found that the latch inseparable needed to be replaced with a new style inseparable. The fse replaced the faulty rails and inseparable to resolve the issue. The system functioned as intended after the field service engineer had repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es cubie drawer failed to stay closed, the rail was broken, and it was not recoverable. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.